Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 14nov2019. An investigation was conducted on 17feb2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock engaged. The seal was observed in the loading device window, but not in its usual position. The delivery device was removed from the loading device and the seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was observed to be intact, no visual defects were observed. Measurements of the delivery tube were taken. The inner diameter was measured at 0.198 in and the outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they tried seal sealing, but it was confirmed that the tension spring part is located outside the tube. The user judged the product as defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they tried seal sealing, but it was confirmed that the tension spring part is located outside the tube. The user judged the product as defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.